Manufacturer narrative:
Follow-up # 1 date of submission 02/03/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 01/17/2015 with the following findings: a review of the pump¿s black box history showed that unusual power reboots were recorded on 10/17/2014. The battery compartment and returned battery cap were intact; no damage was observed. The battery cap contact height and width measurements were found to be within the required specifications. The battery cap was fastened and then unscrewed half a turn with no reboots occurring. During testing, the pump powered on appropriately with no power interruptions, errors, alarms, or warnings occurring. The pump case was removed and no intermittent condition was found to the power circuit. The complaint that the pump was losing power intermittently was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.